Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Device received with discolored front cover, faded and worn line cord, corroded quick connect, crack under quick connect, all four corners cracked on water tank cover, and outdated pcb and power switch. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch. The customer's reported failure was duplicated, and the root cause was the cracked enclosure. No action was taken due to the condition of the device, which will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device leaked at the elbow portion. The device was not dropped. There was unknown patient involvement and no harm/adverse event reported.